Event description:
It was reported "the accell evo 3c 10cc box was sealed but when it was opened, the inner pouch was opened at the end. The rep had another unit on the shelf and used that (other) one w/o issue." There was no pt contact with the product or delay in surgery reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.